Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported the fluoroscopic image was dark effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.